Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited high thresholds and inconsistent capture at maximum outputs. The lead was attempted to be repositioned, but was eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.